Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: poor contact of light-emitting diode u. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor contact of light-emitting diode u, error code e107 is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an e107 lamp intensity error during inspection for use. There were no reports of patient harm.